Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 4.00x38mm promus element plus drug eluting stent was selected for use but the stent could not cross the lesion due to severe tortuosity and calcification in vessel. However, after withdrawal, physician the front end of the stent struct was lifted up. The procedure was completed with another of same device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: promus element plus, mr, ous 4.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts in the distal section of the stent were lifted and pulled proximally. The maximum crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent met resistance of a calcified lesion. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found a shaft polymer extrusion kink at 50 mm proximal to the distal tip. This type of damage is consistent with excessive force that could have been applied on the delivery system. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6) hospital.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 4.00x38mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the front end of the stent struct was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.